Event description:
Related manufacturer reference number: 2017865-2022-17030. It was reported that patient presented to emergency room after receiving inappropriate shocks. Upon interrogation, it was found that patient's right ventricular and atrial lead exhibited noise oversensing. High pacing impedance was also noted on the right ventricular lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned in one piece for analysis. Electrical, x-ray, and visual analysis were normal with no anomalies found with the exception of procedural damage.